Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher four times. The last repair was december 3, 2015 where it was reported that the device needed service and calibration and the damaged comb was replaced. This is not a related issue. The skin graft mesher was manufactured on may 2, 2005, and is over 11 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed minor cosmetic damage to the mesher handle including nicks. The latching pins engage as intended. The comb was significantly bent on the right hand side. There was minor wear noted to the roller gear. The test mesh using the customer¿s mesher was unable to be performed due to nature of the comb. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb and latching pin. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the comb was significantly bent on the right hand side. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the comb was significantly bent on the right hand side. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the mesher was bent and the grid damaged. Initial assessment of the returned mesher revealed the comb was significantly bent on the right hand side. No patient involvement. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.